Event description:
(B)(4).

Manufacturer narrative:
The date of event on the medwatch is incorrect; it occurs in the future. A review of all service data for the user facility indicates the customer reported a sterilizer failing bowie dick tests on (B)(6) 2012, at which time a steris service technician arrived on site to inspect the unit. The technician identified that the unit required repair, which is why the bowie dick test failed. The technician cleaned all solenoid valves, retightened upper and lower steam fittings, and cleaned debris from flow controls, and verified temperature and pressure calibration. The unit was tested, confirmed operational and returned to service. Once the sterilizer was repaired, the bowie-dick test passed. The user facility reported, after the sterilizer was repaired and confirmed operational, a 3m biological indicator failed. We have forwarded this event to 3m for further investigation.